Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while titrating vasopressors(dose, programmed amount and delivery rate unknown) that was infusing on a spectrum iq pump, the pump "paused for a second when accepting the new rate". The patient was reported to be "very unstable". Medical intervention and patient outcome were unknown. No additional information is available.